Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge. Another needle was use. Insulin delivery was resumed. Customer's blood glucose (bg) was elevated (value not provided) and after insulin delivery was resumed, bg lowered. Customer declined tandem technical support's offer to troubleshoot and declined follow up.